Event description:
Reportedly, during the same procedure than complaint c-5800, after lead implantation, connection to alizea was attempted. When the torque wrench was inserted into the set screw, the engagement was poor and the torque wrench was removed from the set screw. At that time, the set screw came off. The set screw was tried to be inserted again, but it did not fit properly, and a new pacemaker of the same model was used.

Manufacturer narrative:
The device history reports were reviewed and the device was manufactured and delivered according to all applicable procedures.

Manufacturer narrative:
- Visual inspection did not reveal any non-conformity on the external parts. - the ventricular silicon cap was not punched in the middle, indicating that the screwdriver has not been inserted in the ventricular setscrew cavity or not enough. - in addition, the ventricular setscrew was absent. - the atrial slit was damaged; it was pushed in the middle. - the atrial setscrew was found unscrewed. This has most probably led to the impossibly to screw again the setscrew. Indeed, once the setscrew is completed unscrewed (out of its cavity) it is difficult to screw again. - no tightening marks on the atrial setscrew tip was noted. This observation indicates an incorrect/ incomplete lead connection to the pacemaker at atrial channel. - based on the available data, no issue is suspected on the subject pacemaker.

Event description:
Reportedly, during the same procedure than complaint (B)(4), after lead implantation, connection to alizea was attempted. When the torque wrench was inserted into the set screw, the engagement was poor and the torque wrench was removed from the set screw. At that time, the set screw came off. The set screw was tried to be inserted again, but it did not fit properly, and a new pacemaker of the same model was used.